Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tensile stress generated with removal might have been locally applied on the tip of the fielder xt guide wire while the tip of the guide wire was trapped by the tortuous vessel or the heavily calcified lesion. Consequently, the guide wire was fractured. It was concluded that the reported event was not attributed to the product quality. Additional treatment for removal of the wire fragment was considered an adverse patient effect and the reported fragment left in patient anatomy was considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that a pci was performed for the tortuous and heavily calcified in-stent occlusion in the mid rca and chronic total occlusion (cto) in the distal rca. An asahi fielder xt guide wire was advanced to the occluded segment of the rca, but could not cross the lesion. A 1.0*10 mm balloon was advanced to the mid rca to support the guide wire. With balloon support, the fielder xt guide wire was advanced to two-thirds of the occluded segment of the rca, but it could not be advanced further. Upon withdrawal, the tip of the fielder xt guide wire was found to be fractured. An attempt to retrieve the fractured guide wire with an unspecified guide wire failed. In view of the procedural risks and patient's condition, the surgery was terminated. For the lesion in the rca, the patient was advised to undergo further interventional treatment at a higher-level hospital at an appropriate time. It was informed that the patient's condition was stable, and he was discharged without any issues after the procedure. The physician commented that the cto in the mid-distal rca was complicated with fibrous sclerosis and calcification, leading to the fielder xt guide wire tip entrapment and subsequent fracture.